Event description:
It was reported that during an unknown procedure, the surgeon was applying energy to the tissue and active blade broke. The broken portion was retrieved from the patient and supplied with return. It was reported that this occurred about ten minutes into procedure. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Event description:
It was reported that during a laparoscopic hepatectomy procedure, at trying to cut the hepatic artery, most of the staples didn´t form correctly. They could fire the first one reload, but the incident happened at the second one. It was a very delicate moment because due to this, the bleeding was serious and they had to open another device that worked without any problem. There were no adverse consequences for the patient. (B)(6).

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Pinion axle support the analysis showed that the ats45 device was received in good visual condition and with a tr45w reload loaded in the device. The reload was received partially fired and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was found to be non functional as the firing mechanism was noted to be damaged. The device opened and closed without any difficulties noted. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the left shroud pinion axel support was found broken. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4).